Event description:
It was reported that the pump malfunctioned, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.